Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. The off no power alarm could not be verified due to the blank display. The insulin pump had a scratched display window and cracked reservoir tube lip.

Event description:
Customer reported having a blank display on the insulin pump. Customer stated that he woke up with the insulin pump off. It was noted that the display did not return with the insertion of a new battery. Customer's blood glucose reading at the time of the call was 250 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.